Manufacturer narrative:
A report is being submitted due to product evaluation findings. Report of leaking cvp port was confirmed. Proximal injectate extension tube was broken at the lumen hub. Cross surface of the broken extension tube appeared to be uneven and rough. All other through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. No other visible damage was observed from catheter. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. Investigation is being conducted under a CAPA. Pra (product risk assessment) was determined that a field corrective action (fca) was necessary. Res (B)(4) was generated. A device history record review was unable to be completed as the lot number is unknown. As part of the manufacturing process 100% of the units undergo a leak and flow test as well as a quality visual inspection.

Event description:
As reported during use the swan ganz catheter had a leaking cvp port. The leak was at the junction of "where the blue tubing and the white leur lock port met." There was no patient injury. The device is available for evaluation.